Event description:
It was reported that after successful entry of the introducer needle, the guide wire was introduced. During removal of the core, the distal end of the guide wire got stuck. Another attempt was made and the needle was removed successfully. The guidewire was almost removed totally when the "core" was removed. The introducer sheath could not pass over the guide wire. Eventually, the distal end of the guide wire was cut off with sterile scissors before introduction of the introducer sheath to complete the procedure. It was difficult to cut off the distal end of the guidewire leading to increased work time. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed but the exact cause remains unknown. One photo sample of a guidewire proximal segment was provided for evaluation. The distal section appeared to have been cut with scissors based off the event description and photo provided. The segment contained a bend. Misaligned and disjointed guidewire coils were noted at the bend region and at the region near the proximal weld tip. The characteristics of the deformation could not be closely inspected from the image provided. The deformation observed likely contributed to the difficulty in insertion through the microintroducer. Based off the information provided, possible contributing factors include component damage and damage during handling. Since deformation on the guidewire and coils, and evidence of cutting of the guidewire was observed in the image provided, the complaint is confirmed; however, the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that after successful entry of the introducer needle, the guide wire was introduced. During removal of the core, the distal end of the guide wire got stuck. Another attempt was made and the needle was removed successfully. The guidewire was almost removed totally when the "core" was removed. The introducer sheath could not pass over the guide wire. Eventually, the distal end of the guide wire was cut off with sterile scissors before introduction of the introducer sheath to complete the procedure. It was difficult to cut off the distal end of the guidewire leading to increased work time. It was reported this occurred with two devices. This report addresses the first device.